Manufacturer narrative:
(B)(4) d10. Ringloc bi-polar 28x46mm item# (B)(4) lot# 67486224. G2: foreign - event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implant assembly the liner was difficult to seat in the cup and the femoral head could not be installed; attempts with a hammer were unsuccessful and the o-ring was deformed. During intra-operative assembly, the liner was described as excessively tight when seating into the acetabular cup. Subsequently, engagement of the femoral head with the cup/liner construct could not be achieved. The surgeon attempted impaction with a hammer, but assembly remained unsuccessful and the o-ring was observed to be deformed. Diligence is completed and no further information on the reported event has been provided.